Event description:
As reported: patient has been seen a few times since his generator change in 2019 and had noted that there was wound drainage. The wound then continued to erode until device exposure that required explant and we will eventually reimplant. Patient has been seen at both (B)(6) hospital clinic as well as (B)(6) clinic, so not sure where the wound issue was first noticed. The device is being explanted at (B)(6). Patient is stable and recovering.